Event description:
The device cancelled a shock when connected to a simulator. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: based on the evaluation of the device and available information, no conclusion can be made at this time. The investigation remains open.